Event description:
Complainant alleged that while attempting to monitor an female pt (age unk) the device inappropriately shut down twice. The complainant alleged that they changed the batteries and the device shut down a third time. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.